Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged atrium. A steerable guide catheter (sgc) was inserted. However, after the sgc entered the left atrium (la), a thrombus was observed. Heparin was administered. To remove the thrombus, aspiration was performed. It was noted that the physician noted an issue with the hydrophilic coating of the sgc. Therefore, the sgc was removed from the patient. No clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported product quality problem associated with hydrophilic coating on sgc was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported product quality problem associated with hydrophilic coating on sgc and thrombus were unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged atrium. A steerable guide catheter (sgc) was inserted. However, after the sgc entered the left atrium (la), a thrombus was observed. Heparin was administered. To remove the thrombus, aspiration was performed. It was noted that the physician noted an issue with the hydrophilic coating of the sgc. Therefore, the sgc was removed from the patient. No clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure.